Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Clinical review was performed for the reported event: the use of the device may have contributed to the adverse event. ECG being unobtainable for the entire use of device would make user unable to provide defibrillation. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue through a review of the electronic records. The defibrillation paddles were disposed at the scene and were not returned to stryker for investigation. The issue could not be duplicated and a cause of the reported issue could not conclusively be determined. The therapy cable was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device failed to recognize defibrillation paddles during an intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.